Manufacturer narrative:
Approximately 80 cm of the lumbar catheter was returned. The lumbar catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed on the catheter. The edm device met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. All edm devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to hydrocephalus. According to the report the stopcock was found to be leaking. The report stated the doctor used a new device to complete the surgery. Reportedly, there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.